Event description:
It was reported that 2 3/10 ml bd safetyglide¿ insulin syringes with 31g x 5/19 in attached needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 305937, batch no: 9143740. Complaint 2 of 2. My husband's latest prescription of syringes has liquid that is already present in the needles that he has found in two needles. There may be more cases but this week he noticed the syringe he was preparing already had liquid he was able to expel. Husband was preparing a syringe to pull in insulin he pulled air in and upon saw clear liquid droplets eject from the needle. Wiped droplets on syringe wrapper and did not use this. This occurred again on (B)(6) 2020. Lot # 9143740, cat # 305937, date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. Investigation summary: customer returned (6) 3/10cc, 8mm, 31g bd safetyglide insulin syringes in open blister packs from lot # 9143740. Customer states that there is liquid that is already present in the needles that he has found in two needles. All returned syringes were examined and no foreign matter was observed. However, when fully depressing the plunger rod, a small, clear droplet of material came out of the cannula on 3 out of 6 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. Bd was able to duplicate or confirm the customer¿s indicated failure. A complaint history check was performed and this is the 2nd related complaint on lot # 9143740. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm notification 200824931 was created for excessive silicone. The root cause silicone gun #3 was out of alignment. Correction: the silicone gun #3 was adjusted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 3/10 ml bd safetyglide¿ insulin syringes with 31g x 5/19 in attached needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 305937 batch no: 9143740. Complaint 2 of 2. My husband's latest prescription of syringes has liquid that is already present in the needles that he has found in two needles. There may be more cases but this week he noticed the syringe he was preparing already had liquid he was able to expel. Husband was preparing a syringe to pull in insulin he pulled air in and upon saw clear liquid droplets eject from the needle. Wiped droplets on syringe wrapper and did not use this. This occurred again on (B)(6) 2020. Lot # 9143740. Cat # 305937. Date of event: (B)(6) 2020.